Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5.1 failed to stay closed. The customer attempted to recover storage space as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 indicated a failure to close while attempting to recover the storage space. The drawer remained closed and would not open, resulting in the drawer requiring maintenance. The field service engineer (fse) identified that auxiliary drawer 5 was not detected as closed and found that the magnet was missing from the inseparable. The inseparable was replaced, and the drawer was verified to function properly using diagnostics. The customer successfully tested the drawer in the application. The system functioned as intended after field service engineer repaired the device.